Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front panel display of the high flow insufflation unit is incomplete. The issue was found at reprocessing. There were no reports of patient harm.

Event description:
Additional event information reported: - the procedure was a therapeutic laparoscopic left salpingo-oophorectomy. - there was procedural delay of an unknown duration. - there was no patient under anesthesia at the time of the event. - the procedure was completed with a replacement device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported high flow insufflation unit ¿incomplete front panel display¿ could not be determined, as the issue could not be reproduced and the unit was found to function per specification. Olympus will continue to monitor field performance for this device.